Event description:
A motor movement error was detected, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level, which stayed within the normal range. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they acknowledged these instructions.